Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular lead was failing to capture and failing to sense which resulted in complete heart block. The physician elected to implant a new system on the opposite side of the patient's chest and deactivate the patient's old system. The patient was stable before, during and after the procedure.